Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1: date of submission 04/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: the pump was returned with the battery cap stripped and unable to secure onto the pump. A test battery cap was able to secure properly onto the pump. There was no evidence of stripped treads found in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.